Event description:
Patient p sukhram received implant (rflt rapid ra3510c reflect rapid fixture ø3.5mm x 10 l) on (B)(6) 2022, experienced failure to integrate, pain and/or infection and had the implant removed on (B)(6) 2022, x-rays were provided. An implant replecement was sent to dr. Andrew glenn on (B)(6) 2022.